Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
One day after implant, physician unhappy with post op x-ray and concerned that lead screw mechanism may not work properly. Patient is 100 percent pacemaker dependent and doctor was unwilling to risk the potential for lead stability issues. No adverse patient events were reported. Should additional information become available, this file will be updated.